Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the device exhibited under-sensing causing automatic mode switch. Programming changes were scheduled. The patient was in stable condition.